Event description:
A nurse reported that a glaucoma shunt was explanted because the surgeon reported it might be defective. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).